Manufacturer narrative:
There were no samples or images available for review and a lot number was not provided. Without the sample to review, a definite root cause cannot be established. Without the lot number, a review of the complaints database cannot be conducted.

Event description:
Obese patient, 18x15 cm with coaxial, spring clip on coaxial went into the patient. Doctor didn't notice the spring clip was missing after the procedure. The patient ended up in the ER as the spring clip worked it¿s way out of the patient. It was a large incision, and the doctor feels that the spring clip slipped in unnoticed.